Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient had a swollen lead site which was tender to touch. The infection was not device or procedure related. Antibiotics were given. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4). Description: linear st lead, 50cm model #: sc-1110-02 serial/lot #: (B)(4). Description: precision implantable pulse generator (ipg) model #: sc-4316 serial/lot #: (B)(4). Description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.